Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fifth firing on a laparoscopy assisted distal gastrectomy, the knife resected tissue for about 1 cm without any staples on the left 3 rows. Most of the staples were not formed, the staples were formed in v shape just when it was fired. There was a bleeding from the site which was resected with a knife but it was less than 200 cc. They performed a temporary closure again with a needle thread. A leak test was performed and surgical time was extended by less than 30 minutes. It was also stated that there was a tissue damage. The entry hole was closed with another product. At present, the patient is under observation because there is a possibility of post-operative lumen hemorrhage and stenosis.